Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and another unknown numbing medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that he was supposed to get his pump filled last week, but when he went in, he was told there was a lot of medication left in the pump and then he was rescheduled to go back in yesterday for the refill. Per the patient, yesterday the pump started doing the critical alarm prior to the refill. At the refill, his healthcare provider (hcp) gave him a bolus and also made adjustments to the medication. Now, when he tried to bolus, he was getting code 8503 (physician bolus in progress) on his ptm (personal therapy manager). He stated that it had been 22 hours now and he thought he should be able to bolus by now. The meaning of the lockout code was reviewed with the patient. He stated that he did not have a printout from the refill. The patient was redirected to his hcp to see how long the lockout would be. He then stated that he was in a lot of pain. The patient was redirected to his hcp to see what to do about his pain in the meantime. He then stated that he was told that even though the pump had stopped, he would not be going through any withdrawals because there was still medication in the catheter. He then asked, if there was still medication in the catheter, then shouldn¿t he be able to bolus. It was reviewed that when the pump was doing a critical alarm, the ptm would not allow the patient to bolus.